Event description:
The patient experienced a shocking/jolting sensation. She was "zapped really hard" at the base of her neck on the right side, where her lead scar was. There was no known accident or incident related to this complaint. She was unable to get a hold of her health care provider. Additional information has been requested.

Manufacturer narrative:
Passer: model 8591-38, lot# d13674, implanted: 2012 (B)(6), explanted: lead: model 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: programmer: model 37743, serial# (B)(4), implanted: explanted: extension: model 3708140, serial# (B)(4), implanted: 2012 (B)(6), explanted: adaptor: model 355531, lot# n303385, implanted: 2012 (B)(6), explanted: adaptor: model 355028, lot# n305365, implanted: 2012 (B)(6), explanted: (B)(4).